Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's stimulation sets off her fibromyalgia and she gets more pain. The patient had an injection and will undergo an explant procedure.

Event description:
A report was received that the patient¿s stimulation sets off her fibromyalgia and she gets more pain. The patient had an injection and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s stimulation sets off her fibromyalgia and she gets more pain. The patient had an injection and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician does not feel that the patient¿s symptoms and the injection were device related. No further action will be taken.